Event description:
It was reported that a peritoneal dialysis (pd) patient's catheter was accidently cut off by patient's daughter and the patient had to go to the hospital. It was reported the cycler is not malfunctioning and the patient has not had adverse effects from use of any fresenius device, or product. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).